Manufacturer narrative:
(B)(4). The customer returned one unit of (B)(4) weck vista access balloon port for investigation. The returned sample was examined with and without magnification. Visual examination of the balloon revealed that the balloon has partially detached from the cannula at the proximal end. No other defects or anomalies were observed. (B)(4). The IFU for this product, l05459, was reviewed as a part of this complaint investigation. The IFU informs the user "fill the provided syringe with 10 cc of sterile liquid or 15 cc of air. Attach the syringe to the check valve and inflate slowly. Caution: over-inflation of the balloon may cause it to rupture. Note that 10 cc of fluid or 15 cc of air will completely inflate the balloon and further inflation is unnecessary and will increase the risk of balloon rupture." A corrective action is not required at this time as the type of damage observed on the device is consistent with a device that has been overinflated. Operational context caused or contributed to this event. The reported complaint of "the balloon explodes" was confirmed based upon the sample received. The other remarks: balloon on the sample received was confirmed to have partially separated from the cannula at the proximal end. The IFU instructs the user to inflate the balloon with no more than 10 cc of liquid or 15 cc of air. It is unknown how much air or liquid was injected into the balloon for inflation. All balloon ports are 100% inspected for inflation during the inspection process. A device history record review was performed with no relevant findings. Based upon the damage observed and the information that was provided that the balloon was found broken during use, operational context caused or contributed to this event.

Event description:
The balloon on the port burst during insertion. This occurred twice. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product weckvista access balloon port 10mmx100mm, lot #73f1600074 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The balloon on the port burst during insertion. This occurred twice. The patient's condition was reported as fine.